Manufacturer narrative:
Originally reported inappropriately as an asr mitg mesh report on (B)(6) 2015. Exemption number: e2013003. Medtronic is submitting this report on behalf of c.r. Bard, inc (importer). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: pelvicol® acellular collagen matrix (B)(6) 2004 per additional information received, the patient has experienced blood loss, urinary problems, recurrence, urinary tract infections, urinary frequency, ulcerative colitis, overactive bladder, stress urinary incontinence, nocturia, muscle weakness generalized (muscle weakness), weakness, fatigue, insomnia, cold intolerance, pelvic pain, abdominal pain, nervousness/anxiety, depression, hypothyroidism (thyroid disease), bronchitis, internal hemorrhoids without complication, hypertension, lumbago (joint pain), back pain, pain/swelling right lower extremity/right inner thigh blood clot/right lower extremity deep vein thrombosis (thrombosis), chest pain, constipation, shortness of breath, lightheadedness/ dizziness, sweating, blood loss, gastroenteritis, ¿she has some pain in her vagina/pressure/like she needs to go to the bathroom¿ (pain), urinalysis has positive nitrite, ¿granulation tissue at the apex which we put some silver nitrate on¿, ¿she also complains of a suture hanging from her vagina/there is a little area of some vicryl sutures that appear to be making its way out¿ (foreign body in patient), vaginal spotting/¿posterior leaf of the vaginal mucosa has some minimal bleeding from it¿ (vaginal bleeding), one week postoperative with bladder distention/large pelvic mass, overflow incontinence/urinary incontinence, escherichia coli bacteria (bacterial infection), ¿attempted to use the catheter more than one dozen times without success¿, ¿poking/urge/anxiety level rising/frustration level rising¿ with voiding (urinary urgency) (emotional changes), ¿pain and the inability to void using catheter/¿voided 1200 cc/900 cc/300 cc with self-catheter¿ (urinary retention) (dysuria), ¿blood pressure jumped to 170/80¿, atrophic vaginitis (inflammation), osteopenia, and required additional nonsurgical interventions.